Event description:
It was later reported that the patient¿s hcp did not have privileges at their hospital and the patient needed to find an hcp to refill the pump. The refill date was noted as (B)(6) 2013. The patient reported being in the hospital, but was not related to the pump or therapy. The patient noted at first they thought it was related to the pump, but found it was not related. The patient noted that when the pump was first implanted she had withdrawals (as previously reported), and overdose and was in and out of the hospital. The patient noted she had a slow relapse and had to go back to the hospital a couple days after implant. The pump system was delivering clonidine, baclofen, and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: 8709 lot# j0056604r, implanted: 2001 (B)(6), explanted: unknown. (B)(4).

Event description:
It was reported that 2 days following a pump replacement, the patient experienced withdrawal symptoms. Symptoms included spasms, irritability, complaints of crawling sensation up and down legs. Patient was in ER and admitted to the hospital. The patient was started on oral baclofen. It was indicated that the hcp believed the dose was too low, possibly related to new pump and flow rate discrepancy. The catheter was patent prior to connecting it to the new pump. The following day, the hcp gave a bolus via the 8840 programmer of 50 mcg with some lessening of symptoms and planned to increase the dose later that afternoon/evening by 10 - 15%. It was noted that the patient improved and was discharged from the hospital.